Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient¿s symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a patient allegedly experienced an allergic reaction while using nontemplate aligner arch. After a few days of wearing the aligners their lips became sore and inflamed and painful. They stopped wearing the aligner and saw their dentist. The dentist recommended to use aquaphor lip repair stick. This did help but they continued to have stinging/burning sensation and need to remove the aligners several times a day to get relief from the pain.